Event description:
It was reported that during an open gastric bypass procedure, the blade was dull. Device was used with peri-strips. There was no reported pt consequence. During analysis, the device produced a wedge band bypass.